Event description:
On (B)(6) 2019 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2022 the patient was admitted to the surgical ward due to purulent discharge from stoma site. The peg and j-tube were removed via endoscopically and the patient was treated with unspecified antibiotics. At the time of report, the patient was improving and duodopa therapy was discontinued.

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.